Event description:
The account alleged the head motor will work up but not down.

Manufacturer narrative:
The account replaced the control box and now head will not work at all. The account has a lockout box from another bed they will install. Repairs have not been completed.